Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No damage noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. Device received with the display brightness functioning properly. No backlight anomaly noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were working intermittently. Insulin pump had crack on it. Troubleshooting was done for the keypad issue and damage. The customer stated that they had to press buttons several times to get response. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.